Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown with blood glucose of from 500 mg/dl to 660 mg/dl. The customer's other blood glucose was 265 mg/dl, 131 mg/dl. Customer states that the insulin pump had replace battery alarm without low battery alarm. Customer state this is not the second occurrence of replace battery now without a low battery warning. Customer states that issue was resolved by using new battery. Customer declined to troubleshoot for high blood glucose. Customer states that insulin pump had alarm is generated when a power failure is detected. They were able to clear the alarm but unable to rewind the pump. The insulin pump will not be returned for analysis.